Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An exterior visual inspection was performed and no defects were found. The receiver was unable to be ran on the functional tester. A data log could not be retrieved. The receiver case was opened for further evaluation. An interior inspection was performed and confirmed the reported event that the receiver ceased to function. The root cause was determined to be a defective u5 component in the main printed circuit board.